Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) device along with right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance measurements greater than 125 ohms during a revision procedure addressing a non-related issue. Upon reconnecting the lead to this generator, oor shock impedances were observed. Troubleshooting was performed and believed that the distal portion of the lead was damaged between the yoke and proximal pin connection causing the oor impedances. Additional information obtained from the field representative that the rv lead was tested through the psa on pace sense portion but the cause of the oor sli was not determined. At this time, the crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.